Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have repetitive intense coughing; breathlessness and tiredness due to cough; xray of lungs needed. The patient was prescribed prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient alleges to have repetitive intense coughing; breathlessness and tiredness due to cough; xray of lungs needed. The patient was prescribed prescription medication. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no distinct wear, tear, or contamination on the enclosure. The manufacturer visually inspected the device internally and found a minimal amount of very fine dust contamination to the interior of the blower box assembly, blower, and blower impeller. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed. The manufacturer found 3 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but a minimal amount of very fine dust contamination in the internal part of the device, which is likely from external source.